Event description:
The physician using an omni procedure reported that the catheter kinked during the goniotomy procedure and didn't allow for a smooth retraction like it usually does. There was significant heme at the entry point of the cannula that is suspected to be related to the retraction not being smooth. Day 1 post-op iop was 18 with 0.5mm hyphema. At the 1 week follow up, iop was 14 and the hyphema had cleared up. At the 4 week follow up, iop had spiked to 38mmhg. The patient was prescribed prednisone post op in addition to the latanoprost that the patient was on for the past year including through the surgery and post op. At the 4 week follow up, the patient was advised to stop the steroids and add pilocarpine. Patient's last reported iop measurement was 18mmhg.